Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of 04/30/2013. Device is screwed on to end of intrauterine probe. IFU instruct user "immediately before and after each use, check the products for damage, loose parts and completeness." Most likely cause of acorn coming loose is user error/handling. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Trending showed there has been one similar incident in the last four years. (Mdr1418479-2011-0020). Lot number supplied by customer was not found in our system and calls to initial reporter have not been returned. The last purchase of this device type, from this customer, was in 2008 (lot 183j08). Rwmic considers this matter closed. However, in the event we receive the device or additional information isa received, we will provide FDA with follow-up information.

Event description:
Sterile processing department reported acorn tip missing two hours post procedure. Doctor notified of missing device and search of equipment, linens and room conducted with no results. Doctor notified patient and suggested patient perform self examination, nothing abnormal found. Patient presented to doctors office one day post-op with pain. Acorn was found in vagina.